Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-17116; related manufacturer reference number: 2017865-2019-17119. It was reported that the patient presented for a follow-up in clinic after experiencing a pulsing sensation in their stomach. Upon interrogation, it was noted that the patient's right atrial and right ventricular lead both exhibited decreased sensing values. In addition, the right ventricular lead also exhibited high capture thresholds. A chest x-ray was performed and lead dislodgement was confirmed for both leads along with noting that the patient's pacemaker had dropped significantly in their chest. The leads and device were successfully repositioned on (B)(6) 2019. The patient's condition was stable throughout the procedure.